Manufacturer narrative:
The gm eplex base analyzer serial number was (B)(6). The investigation did not identify a specific cause of the event. The event was consistent with a lower than intended target concentration within the sample volume analyzed by the assay. Polymicrobial infections may result in the panel not being able to identify all organisms in the specimen, depending on the concentration of each target present. It is likely that insufficient target concentration resulted in the inability of the gram-positive assay to breach the limit of detection and make a positive call for the discrepant organisms. In mixed cultures, the cobas® eplex bcid-gp assay test panel may not identify all organisms in the specimen, depending upon the concentration of each target present. This lot contains a raw material that has been identified as having potential for leaks. No leaks were observed; however small amounts of reagent may not be visible. This issue could not be excluded by the investigation. Antimicrobial resistance can occur via multiple mechanisms. A not detected result for the bcid-gp antimicrobial resistance gene assays does not indicate that the bacteria are susceptible to antibiotics. Based on the available data analysis, no product quality issue was suspected.

Event description:
There was an allegation of false negative staphylococcus and mec a resistance gene results from the eplex blood culture identification panel - gram positive (bcid-gp) panel on a gm eplex base analyzer. The initial testing resulted in the detection of pan gram-negative only. The sample was then retested on the eplex and resulted in the detection of staphylococcus species and pan-gram-negative. The culture for the sample resulted in serratia marcescens, coagulase-negative staphylococcus, and oxacillin resistance.